Event description:
Customer reported device test strip vial denotes "man" expired expiration date which is different than the expiration date printed on the box. The box expiration date matches the one located in the manufacturer's electronic inventory system. Customer did not use the strips. No treatment. A request was made for the return product and replacement product was sent.